Manufacturer narrative:
Patient age, date of birth, gender, and weight not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a revision surgery due to post-operative device breakage on (B)(6) 2018, surgeon had difficulty removing one (1) of the screws and the plate. The devices were removed, but the screw is still stuck inside the plate. The revision procedure due to device breakage is addressed in (B)(4). This report addresses the intra-operative issue with the screw and plate. Concomitant devices reported: 3.5mm locking screw self-tapping 55mm (413.055, lot l371191, quantity 1), 3.5mm locking screw self-tapping 48mm (413.048, lot 9406815, quantity 1), 3.5mm locking screw self-tapping 40mm (413.040, lot l267881, quantity 1), 3.5mm screw 46mm (413.046, lot number unknown, quantity 1). This report is for one (1) 3.5mm screw 46mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional patient¿s identifier reported as: (B)(6). A device history record (DHR) review was conducted for part: 413.046, lot: l154444: manufacturing site: grenchen, release to warehouse date: 29 sept 2016: lot l154444 was manufactured from blank 413.046.999 lot 1942639, release to warehouse: 16 june 2016, supplier: sfs intec ag: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection confirmed that the locking screw 413.046 is jammed in the lcp prox. Tibial plate 04.124.205. Hexagonal screw recess is badly worn. Both implants show normal signs of use. Functional test: functional test failed due to the damage incurred; the locking screw could not be removed from the plate. Dimensional inspection: dimensional inspection cannot be performed due to the damage incurred. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. Drawing/specification review: the investigation confirmed that the damage is determined to be post-production/acceptance criteria, therefore no drawing/specification review is needed. Summary: the complaint condition is confirmed as the locking screw is still jammed in the lcp prox. Tibial plate. The lcp prox. Tibial plate is made of ticp; the locking screw is made of ti al6 nb7. Review of raw material certificates indicates that material is in compliance with the international standards for surgical implants (iso 5832-2 for unalloyed titanium; iso 5832-11 for titanium alloy). The dimensions could not be verified due to the damage incurred, however, dimensions were checked at the time of manufacturing with no issues documented. The complaint is determined not to be a result of a detected product related issue. Multiple factors can lead to technical difficulties during removal of lcp plates with locking screws. These factors include but are not limited to: wrong torque or angulation of the screw during insertion leading to cold-welding between the plate and the screw thread, or proteins which are forming a bond between the plate and screw thread. Some of these factors are patient specific factors or they depend on the proper care of the surgeon and can thus not be investigated nor controlled by depuy synthes. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues during lcp plate removal can be made. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: 3.5mm locking screw self-tapping 55mm (413.055, lot l371191, quantity 1), 3.5mm locking screw self-tapping 48mm (413.048, lot 9406815, quantity 1), 3.5mm locking screw self-tapping 40mm (413.040, lot l267881, quantity 1), 3.5mm screw 46mm (413.046, lot number 9749452, quantity 1).